Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 27 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as being unresponsive and diaphoretic. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer blamed pump settings for the low. The customer had a low of 23 mg/dl on (B)(6) 2019. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to incident date and blood glucose level. The correct information has been provided with this report. Additional information related to treatment and customer's weight been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer's blood glucose level before ambulance was dispatched it was 23 mg/dl and when value tested by emergency medical treatment then it was 27 mg/dl. So, both the low blood glucose level incident were occurred on same date. The customer received glucagon treatment administered by emergency medical treatment, so treatment code has been updated for glucagon. The customer's weight information has been updated from 0 to does not know.